Event description:
The hospital reported that during pre-testing for a saphenous vein harvesting procedure, the image on the endoscope was dark. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection of the returned device shows that the weld joint is cracked and the shaft is bent. The scope will be sent to scholly fiberoptics for further assessment.